Manufacturer narrative:
The linkassist insertion device meets the specifications, and the problem mentioned by the customer could not be reproduced. The device was optically and technically controlled and passed all tests. The headset was investigated without finding any abnormalities.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(4) 2013 a patient indicated that his link assist did not fire upon initial try although he did hear a click. As he attempted to reset the device to start position, the device fired and the infusion set shot across the room without button press from the customer. He inserted a second infusion set which did not fire and is stuck in the device. There was no injury or damage reported from this event and there was no outside intervention required. The infusion set and insertion device are being requested for evaluation due to the unintended release.